Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that there was no change that occurred which may have contributed to the jolting sensation in the patient's abdomen. The patient's settings were lowered, but the issue has not been resolved. No steps have currently been taken to resolve the pain and burning sensation that the patient was experiencing. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that when the right arm is raised above his head or is in motion during work, that the stimulator causes uncomfortable shocks and zaps in the right abdominal area. The implantable neurostimulator site also burns and hurts. The issue was not resolved at the time of the report. There were no further complications reported.